Manufacturer narrative:
Date sent to the FDA: 05/18/2021. Additional h-3 summary: visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a401 was received for evaluation, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of the surgical instrument. The suture was examined along the strand and some barbs present damaged and body fluids. The fixation tab was broken at one side and marks that appear to be by use of a surgical instrument could be observed. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. (B)(4).

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported by a sales rep that, during a total hip arthroplasty, when taking the needle-suture from the package, it was found that the half of the fixation tab had been chipped. The surgeon judged that there was no problem with use of the broken needle-suture, so it was used on the fascia by continuous suturing, but it pierced through the fascia, so it could not be used. No adverse patient consequences were reported. Additional information was requested.